Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign material in the control section and coming out of the channel tube, the cause could not be established. Regarding the suction volume that did not meet the standard value, the cause was due to a dent in the channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited foreign material in the control section and coming out of the channel tube, and also that the suction volume did not meet the standard value. There was no patient involvement.